Event description:
The jetstream g3 was advanced to treat a lesion located in the popliteal/graft. Resistance was felt while retracting the device post treatment. It was noticed that a perforation occurred and the guidewire tip became detached. Unable to retrieve the guidewire tip, a stent was placed over it. Another stent was used to treat the perforation. The final angiogram looked good with a strong single vessel run off.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.